Manufacturer narrative:
Eval method: other = device history reviewed. Results: other = device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: other = exact cause of the event cannot be determined due to the condition in which the valve was received. Analysis: the product was returned to medtronic in two zip lock bags in a specimen container wrapped in formalin soaked gauze. The small leaflet was identified as reported. Three pieces of the product were received, the valve and two segments of conduit. All leaflets are flexible. A large hole in one leaflet was identified, which may have occurred during retrieval. Unfortunately, due to the hole in the leaflet, performance testing could not be conducted to assess the relationship between the small leaflet and the reported regurgitation. Radiography shows no evidence of mineralization in the tissue valve. Review of the device history record shows that this product met mfg specifications when released for distribution. Conclusion: the exact cause for the event could not be determined, due to the condition in which the valve was received. Product explanted and replaced with a pulmonary homograft without reported adverse pt effect.